Manufacturer narrative:
Per the customer, ckmb qc has been within the customer's established ranges. A field service engineer (fse) was dispatched on (B)(4) 2010 and performed multiple routine system checks, which all passed within instrument specifications. The customer did not note any hardware issues which could have contributed to this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated creatine kinase mb (ckmb) result above the normal reference range for one patient, generated by the unicel dxi 600 access immunoassay system. Subsequent testing on the original and on an alternate instrument produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.